Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis that was manifested by cloudy effluent and malaise. The cause of peritonitis was unknown. It was reported the patient was evaluated in the renal unit (the day following the manifestations); however, it was not reported if the patient was hospitalized for the event. The same day, the diagnosis of peritonitis was confirmed and the patient was treated with amikacin (500 mg, intraperitoneal, frequency was not reported) and vancomycin ( 1 gram, intraperitoneal, frequency was not reported) for peritonitis. At the time of this report, the patient has not recovered from the event and antibiotic therapy was ongoing. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Additional information: it was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis.the breach in aseptic technique was not further described. A day after the onset, treatment with amikacin and vancomycin was discontinued. The patient was treated with intraperitoneal meropenem (50mg, for 21 days) for peritonitis. After twenty-three days, treatment with ip meropenem was stopped and the patient recovered from peritonitis. At the time of this report, the patient outcome was unknown. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.